Event description:
Boston scientific received information that this patient implanted with this pacing system experienced two syncopal episodes in the last two months. Noise was observed on the right ventricular lead causing pacing inhibition for greater than two seconds. There was concern of a device header seal plug issue. Two days later, the device was explanted and replaced.

Manufacturer narrative:
The device has not been returned. Should this device get returned or should additional information become available, this report will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory testing was unable to confirm the allegation of inhibition of pacing and noise as this device functioned as designed during analysis.

Event description:
--